Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received indicating that surgical intervention took place on (B)(6) 2023 to address the left lead migration. During the procedure the physician was unable to remove the left lead due to scar tissue. In turn, the procedure was completed by implanting a new lead. Reportedly, therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch:a000053676.

Event description:
It was reported that during an impedance test patient¿s left lead showed high impedance. X-ray confirmed that the left lead had migrated. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads is the left lead that migrated.